Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ac power taking long time to charge. There was no reported patient involvement.